Manufacturer narrative:
Evaluation results: incorrect technique/procedure (excessive force resulting in misplacement of the reliant balloon) inherent risk of procedure (perforation). Conclusion: other, no films or operative reports. Device failure related to user handling (excessive force resulting in misplacement of the reliant balloon). Other, secondary intervention was required.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at time of implant was not reported. Vessel morphology was reported as moderately calcified with no tortuosity. It was reported that the reliant balloon was pushed outside the stent graft about 1 cm due to excessive force. It was reported the while the balloon being inflated it was pushed out f the stent graft resulting in perforation of the artery. The physician repaired the perforation with placement of an iliac limb stent graft. No additional clinical sequelae were reported and the patient is stable.